Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for the pin with no deviations or anomalies being identified. The pin was manufactured on april 22nd 2016 and had a potential field age of approximately five months. This device used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It is reported that the instrumentation pin fractured during reverse shoulder arthroplasty and pieces were retained within the patient. The surgeon made the decision to leave the pieces in place as removal would have caused more harm to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Operative notes were received and evaluated, confirming the event previously reported. The information received does not change the results of the investigation previously reported.

Event description:
It is reported that the instrumentation pin fractured during reverse shoulder arthroplasty and pieces were retained within the patient. The surgeon made the decision to leave the pieces in place as removal would have caused more harm to the patient.additional information received from the patient's operative notes confirms that the guide pin fractured during insertion of the glenoid component after preparation of the glenoid fossa and insertion of the guide pin. The operative notes additionally state that x-rays obtained visualized the broken tip of the guide pin medial to the glenoid fossa between the two screws that secure the glenoid component.